Manufacturer narrative:
Device evaluated by MFR: no parts have been returned for analysis. Concomitant medical products: other relevant device(s) are: product ID: 9735225, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the system became unresponsive while at the select surgeon screen. The mouse could move over the screen but the icons could not be selected. Performed a ctrl+alt+backspace to back out of the software. They relaunched the software and the same behavior kept repeating. The only way the system could proceed beyond select surgeon, is when the axiem chain was disconnected, from here the system would behave normally. They then proceeded to registration after loading patient data, then plugged the axiem box while the emitter was connected into the system and it again became unresponsive. They then utilized ctrl+alt+backspace to back out, and re-launched ent with the axiem chain connected again, and the system was again unresponsive. However, it was noted that the em interface could be brought up while unresponsive, showing that the ctr was connected and that the tca was connecting. This behavior could be replicated with soft reboots. The emitter was then disconnected while the axiem box was plugged in and the system would behave normally. It was only after a final reboot that the system was brought to registration with only the axiem box plugged in, then plugging in the emitter, that the system would then work. Prior to discovery of the axiem chain causing the issue, the software was re-installed and the internal to external axiem cable was replaced with no resolutions. After the issue was resolved, the surgeon was using the stingray tracker and when connected to the system it said the instrument was not compatible. No other patient trackers were available. The representative checked with the site, and the procedure tool card lists were checked and the stingray tool card was not present. Rebooting the system did not bring it back. Re-installing the software again did not bring it back. Surgery was aborted and there was no impact to patient outcome. Additional information provided confirmed that the emitter issue occurred prior to incision. Stingray issue occurred post-incision. The representative noted that the issue was resolved at a later date by re-installing the ent tools 7 and receiving the nac axiem chain. He noted that the system is now functioning as intended.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.